Event description:
The user facility reported an impella rp in a 31yo male for cardiomyopathy and heart failure. It was reported that during support, there were signs of hemolysis. The patient had an open chest while on support. The hemolysis was treated with dialysis, blood products and platelets. No additional information was provided.

Manufacturer narrative:
The impella device has been returned for evaluation. However, it has not yet been evaluated. A supplemental report will be submitted upon completion of the investigation. The instructions for use states the following related to hemolysis: ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ the failure modes are monitored and trended.

Manufacturer narrative:
The investigation for the reported hemolysis has been completed. The impella device was returned for evaluation. Visual inspection found a small amount of biological material on the impeller. There was no catheter or cannula kinks. The day prior to the reported hemolysis, the patient was dry and vasodilated with suction alarms. Data logs confirm these suction alarms which were resolved by decreasing p-level but there were no indications of ingestion events. The root cause of the hemolysis was most likely patient condition related as the patient was dry and vasodilated with suction alarms prior to the suspected hemolysis. Decreasing the p-level improved the hemolysis.